Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed as planned on the same system. Customer reported to philips stating the exposure issue. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer. Therefore, no service action was performed by the philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported exposure issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform exposure. No harm was reported to philips. Philips has started an investigation of this complaint.